Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that they received a call on (B)(4) 2017 regarding a product performance issue. Additional information indicates this lead and the device were removed from service due to loss of capture and high pacing thresholds. The patient experienced dizzy spells. Should additional information become available this file will be updated.